Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Itchy-vagina [vulvovaginal pruritus]. Tampon irritating-vagina [vulvovaginal discomfort]. Tampon hurts a lot-vagina [vulvovaginal pain]. Tampon string breaks off and unplaits itself, string not attached, small pieces break off [device breakage]. Case description: consumer contacted via e-mail and stated that the tampon string broke off and unplaits itself; small pieces of the tampon broke off. No serious injury was reported.